Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
(Report 1 of 3). It was reported during surgery that when the surgeon tried to remove implanted polarusâ® 3 locking nail 240mm with a polarusâ® 3 long t15 hexalobe driver, one of the low profile hexalobe screws was stripped. Both the nail and the screw could not be removed, therefore remain in the patient's body. The surgery was completed with no delay. No other patient consequences were reported. It was also reported it was undecided whether to remove them by reoperation or leave them as they are. The primary surgery was about 5 years ago, but the specific date is unknown. There are 3 related report numbers for this event 3025141-2024-00723 - 3025141-2024-00725.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned polarus® 3 long t15 hexalobe driver (part number 80-1618, batch number 430898) was examined visually under magnification. The driver had signs of wear at the tip. Neither the screw or the locking nail were returned. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10.